Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue, single leaflet device attachment (slda) and leaflet tear, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first xtr clip delivery system (cds 80910u186) was advanced to the mitral valve and grasping performed. The gripper lever was pushed down, but only one gripper arm lowered. The grippers were raised again the clip was locked and the gripper lever was pushed forward again. Both grippers were lowered. Grasping was performed, and the clip was deployed, reducing mr to 2. The second cds (80607u282) was advanced to the mitral valve. Grasping was performed, but mr was not reduced sufficiently. After opening the clip, it was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda). The mr increased to 4 and the posterior leaflet was torn. The second clip was re-positioned to stabilize the slda clip and reduce the mr back to 3-4. No further clips were attempted, and the procedure was discontinued. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific quality issue from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this incident. Additionally, a conclusive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported worsening mitral regurgitation (mr) appears to be due to the slda. The reported tissue damage appears to be due to case-specific circumstances as the clip experienced slda and caused mitral valve injury. The reported patient effects of worsening mr and mitral valve tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.